Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected restart and a cold reset was performed alarm. Customer also reported that the insulin pump received poor battery life, rejected new battery and premature battery discharge. Customer stated that troubleshooting was not done. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.